Event description:
It was reported that the battery of the personal diabetes management (pdm) get hot and gives off a "funny" smell when charging. The pdm was not exposed to high temperatures.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.